Event description:
Reporter alleged the needle from the multiclix lancet drum had broken off into her finger. Reporter stated that she went to the doctor who confirmed this, but did not remove the needle at that time. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.